Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle experienced blockage. The following information was provided by the initial reporter: "my employees in pediatrics found that this lot number of needles has been causing issues when they go to give medication. They are stating that they meet resistance when administering a vaccine or shot."

Manufacturer narrative:
H6: investigation summary: photos and fifty sealed unused samples received for investigation. The packaging blister top web has the sku 305916 and lot# refz0999. Upon visual inspection, no defects or issues were observed. Functional testing was performed, each sample was connected to a syringe with saline solution. All the samples expelled the solution with normal flow, clogged needle was not confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that the bd safetyglide¿ needle experienced blockage. The following information was provided by the initial reporter: "my employees in pediatrics found that this lot number of needles has been causing issues when they go to give medication. They are stating that they meet resistance when administering a vaccine or shot."